Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: conventional syringe - 0.5-10ml. Device failure: package difficult to open.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Two hundred samples of 10ml luer-lok syringes (p/n - 302995) batch 4206521 were received and evaluated. All samples were received sealed with the original box carton with label affixed including all applicable product information. All samples were found to have the package perforations missing. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the package perforations missing defect is associated with the packaging process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 302995, batch# 4206521. It was reported that the bd syringe 10ml ll s/c 200 had poor perforation / slit. The following information was provided by the initial reporter it was reported by customer that received a box of 10ml syringe where there¿s no perforation between individual syringe packaging ¿ see pictures attached. We have checked other boxes from the same lot (4206521), it seems like this is the only box affected. Verbatim: rcc received a complaint via email. Email(s) attached. As per account (B)(4), we received a box of 10ml syringe where there¿s no perforation between individual syringe packaging ¿ see pictures attached. We have checked other boxes from the same lot (4206521), it seems like this is the only box affected." Date: (B)(6) 2024. Complaint number: xxxxxxxxx. Account number: xxxxxxxxxx. Account name: xxxxxx. Contact person: xxxxx. Item number: xxxxxx. Lot number: 4206521. Sample available: yes. Pictures: attached. Item description: syringe only bd 10ml luer lock. Additional information provided: 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. (B)(6) 2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm. 3. (B)(6).